Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was dilaudid (hydromorphone) at 5.5 mg/day and marcaine (bupivacaine) at 0.333 mg/day with unknown concentrations. The patient states the medication dose is from (B)(6) 2018, and the healthcare professional (hcp) has increased it a couple of times since january of 2018. The reason for use was non-malignant pain and chronic low back pain. It was reported that the pump flipped ¿last week¿ (prior to the call date of (B)(6) 2018) when she bent down to get her shoe and she went to the hcp office and they couldn't find the pump and did an x-ray and flipped it back. She has been in the hospital for the last few days and during that time she thinks the pump flipped again because she is at home today ((B)(6) 2018) and she tried to do a bolus and she is getting the poor communication message on the ptm screen. The patient thinks the pump flipped again that's why she is not able to connect to the pump. It was confirmed that the hospital visit was not related to the pump therapy. Her hcp is out and the physician¿s assistant at the hcp office is out on the date of the call. The caller was to follow up with the hcp. It was reviewed the role of the patient services (ps) and they recommended the patient consult with the hcp, and patient said she already did that and they told her to call the manufacturer. There were no symptoms reported. Additional information was received from the rep on (B)(6) 2018. It was reported that the rep wanted to know if the poor communication would happen if the pump flipped again. It was explained that would make telemetry more difficult, so it's possible that is the cause. It was recommended trying to read the pump with another ptm if possible or a clinician programmer to help determine if it could be a ptm issue instead. It was also suggested trying it with and without the antenna if the patient uses one as well. Additional information was received on (B)(6) 2018. It was reported that they met with the patient on (B)(6) 2018 to attempt using another ptm with the pump but it did not work. The caller states she couldn¿t read with the tablet either. She finally put the communicator underneath the patient's skin on the underside of the pocket and then was able to communicate. They tried the same placement for the ptm and then were able to communicate. The caller stated the pump was ¿definitely flipped.¿ the managing hcp will be referring the patient out for a pocket revision but states nothing has been scheduled yet. They did not have any drug information for the pump. There were no further complications reported/anticipated.